Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; date of event: unknown; expiration date - unknown due to unknown part number and lot number; UDI - unknown due to unknown part/lot number; implanted date: unknown due to unknown date of event; explanted date: device was not explanted; (B)(6) hospital; device manufacture date - unknown due to unknown part number and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Per literature review: the article entitled, percutaneous vascular closure using an anchored collagen plug provides effective haemostatis following both antegrade and retrograde femoral arterial punctures, 1078-5884, 2014 european society for vascular surgery, published by eslevier ltd. One vessel stenosis incident which occurred approximately 8-weeks after treatment using antegrade deployment of an unknown angio-seal vip device. The patient presented with femoral arterial stenosis manifested as recurrent right leg claudication. Computed tomography angiography (cta) indicated stenosis at the puncture site which was corroborated at open femoral artery exploration due to a fibrotic nodule arising from the intima. The specimen was not examined histologically. The common femoral artery was endarterectomised and closed with a prosthetic patch, with symptom resolution. Symptoms were resolved after medical intervention.